Event description:
It was reported that a setscrew anomaly was observed during a device change-out procedure.

Manufacturer narrative:
The reported setscrew anomaly could not be confirmed in the laboratory. The device was returned without the svc septum and setscrew. The device was tested on the bench and no anomaly was found.